Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during service, the cardiosave intra-aortic balloon pump (iabp) unit has a broken console handle. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional point of contact - (B)(6). A getinge field service engineer (fse) stated during repair found the unit to have a broken console handle and replaced it. The failure analysis and testing department received and inspected an assembly, slide handle and observed the handle is stuck/broken and is not retracting.no further test can be done due to the handle been stuck/broken .retaining the assembly, slide handle in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿¿impossible to define¿¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause.